Manufacturer narrative:
Retainer ring: black. P-cap / reservoir locks properly into place. Insulin pump received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent. Frozen display occurred due to corroded electronic assemblies. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Unable to successfully download traces and history file using thump. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case on the battery tube side, and moisture damage in battery tube.. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had worn while swimming and screen was full of water. Insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.